Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was stuck on carefusion screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was stuck on carefusion screen. A technical support specialist (tss) connected to the station and confirmed it was online and functioning properly. The customer was notified that the issue appears to be resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was stuck on carefusion screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.